Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for a two patient samples while using the cobas® sars-cov-2 & influenza a/b qualitative assay for use on the cobas® 6800/8800 systems . The first alleged sample was initially tested on cobas 6800 and generated a positive result (target 1 and 2 positive). The same sample was retested on cobas 6800 and cobas liat, both of which generated a negative result. The second alleged sample was initially tested on cobas 6800 and generated a positive result (target 1 negative, target 2 positive). The same sample was retested on cobas 6800 and cobas liat, both of which generated a negative result. One of the samples was reported as negative, the other was reported as weak positive. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 2 MDR will be filed.

Manufacturer narrative:
The conclusion is that no product problem or systemic issue was identified and the reason for the differences observed are sample specific. Contamination is plausible although true positive results cannot be ruled out. The reason for the discrepancies observed by the customer likely sample specific as the data does not show any indication of a product problem or systemic issue. The differences observed between the instruments results are likely linked to the collection of the samples. The differences observed between cobas 6800 and liat results are likely a result of the sample having a low level of viral genomic material present. Samples at the lod of an assay can be expected to generate wavering results upon repeat with the same platform or different platforms. (B)(6). (B)(4).